Event description:
It was reported that the patient experienced shortness of breath. High capture threshold was noted. Exit block suspected. Lead was capped

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.